Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in europe, during a transfemoral tvr procedure in the pulmonic position, more than expected force was experienced while trying to push the valve through the esheath. It was suspected that the valve had got caught in the seam of the esheath. Attempts to remove the devices together were unsuccessful. A surgeon was asked to perform a cut down to remove the devices. The patient¿s valve implant would be attempted on another day. Additional information provided, confirmed no abnormalities were noted with the esheath prior to use. The loader was able to be fully inserted into the esheath/sheath housing. The esheath resistance was felt at the very proximal section of the esheath. The patient¿s vessels were reported as having no tortuous or calcified. The valve was crimped well.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). The sheath was returned to edwards lifesciences for evaluation after being used in the procedure. The delivery system was returned in valve alignment position with approximately 1¿ of fine adjust used, and inserted through full loader assembly. A photo was provided by the site. It showed the valve already a little expanded and not flushed against the flex tip. The slight expansion could be the result of excessive force used during insertion. As stated in the complaint description, ¿a lot of force - more than expected - was experienced trying to push the valve through the esheath.¿ the photo also showed the valve pressing against the sheath shaft. As mentioned in the complaint description, ¿it was suspected that the valve has got caught in the seam of the esheath.¿ the photograph also reveals that the sheath and delivery system were also bent. The returned sheath was visually inspected for any abnormalities. There was a liner tear approximately 8¿ from comnut, 4.5¿ in length. There were kinks on sheath shaft: 1.5¿, 3¿, and 4.5¿ from strain relief. The sheath tip is unexpanded, the strain relief was punctured due to valve, and the valve is partially expanded. Liner thickness measurements were taken to ensure that the thickness of the material was within specification. All measurements met specification. Due to the condition of the returned device (sheath shaft partially expanded, liner tear) no functional testing was performed. A device history records (DHR) review was performed for the components that are the most relevant to the complaint events. The work orders did not reveal any issues that could have contributed to the complaint events. A lot history review of the related work order was performed and revealed no other similar complaints. A review of complaint history from (B)(6) 2017 to (B)(6) 2018 for the 20f edwards expandable introducer sheath set (models 920es29 and 920es29j) revealed two (2) other returned complaint for ¿sheath shaft ¿ resistance with delivery system, bc¿ that were confirmed. No potential manufacturing non-conformances were identified during these investigations. No other similar returned complaints for ¿sheath shaft ¿ withdrawal difficulty¿ were found. An in-depth evaluation regarding complaints for ¿sheath shaft ¿ liner torn¿ has been documented in a technical summary written by edwards lifesciences. In this technical summary, a review of liner tear complaint investigations on returned devices over a two year period found that patient/procedural factors (e.g. Access vessel tortuosity/calcification or withdrawal of a burst or torn balloon) are likely the contributing factors for sheath shaft liner tears. The technical summary also demonstrated that there were no deficiencies in the IFU/training manuals and that the mitigations in place during manufacturing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. As such, available information supports that patient/procedural factors likely led to the reported event and there is no evidence of device malfunction or manufacturing nonconformance. A review of the complaint history revealed that the occurrence rates did not exceed the july 2018 control limit for the applicable trend categories. Edwards expandable sheath instructions for use (IFU), novaflex+ with sapien xt pulmonic IFU, device preparation manual, and procedural training manual were reviewed for guidance involving delivery system and sheath usage. No IFU/training deficiencies were identified. During manufacturing of the esheath, the sheaths underwent 100% inspection at the component level during device manufacturing and again at the assembly level during final inspection. Visual inspection without magnification for kinks, bends or mechanical damage; circumferentially oriented surface defects, protruding or missing material, dents, and cuts; cross linking of hdpe(blue) across liner (clear); delamination; witness lines with exposed ptfe liner. Visual inspection under 2.85x magnification for general cleanliness and remnant lines. Visual inspection under 3x magnification for holes or tears in the strain relief. Visual inspection is performed under 10x magnification for serrated transition, holes, rough surface and tears. Visual inspection is performed under 20x magnification for presence of a c-marker band, hdpe string flash in the ID of the tip bond, and non-smooth transitions at the hdpe/tip interface between visible edges of the liner.  During product verification (pv) testing under a sampling basis, sample sheaths underwent visual inspection for seam separation, holes, and tears. The samples then underwent an expander test, where peak push force was measured while an expander (simulating a delivery system and valve) was pushed through the expandable sheath. Following this test, the sheaths were again inspected for any damage and liner tears caused during expansion. For the related work order, all samples passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely a non-conformance contributed to the reported complaints. Due to the condition of the returned devices (kinks, liner tear, valve protruding out of sheath, and strain relief punctured due to valve), the complaints for sheath shaft resistance with delivery system, sheath withdrawal difficulty, and sheath liner torn were confirmed. No potential manufacturing non-conformances were identified. A review of manufacturing mitigations supported that the sheath has proper inspections in place to detect issues related to the reported events. Based on the applicable DHR review, lot history review, and complaint history review, there is no evidence to support a manufacturing non-conformance contributed to the complaints. Per training materials, insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion of the sheath, and push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification. Although it was reported that no tortuosity was present in the access vessel, review of the provided imagery revealed that the sheath and delivery system were bent during the procedure. The kinks observed on the sheath shaft during visual inspection may have been caused by the bending of the sheath due to the access vessel. The bending/kinks in the sheath can create a difficult insertion pathway and may increase the level of resistance felt upon insertion of the delivery system as well as increase the force required to remove the esheath. Additionally, it is possible that procedural factors such as improper flushing/wetting of the devices, incomplete/misaligned valve crimping, and residual fluid left in balloon during prep may contribute to the resistance observed. The photo from the complaint site showed that the valve was a partially expanded. The larger profile could have could have caused the resistance experienced during insertion of the delivery system. Furthermore, per report, ¿a lot of force - more than expected - was experienced trying to push the valve through the esheath and it was suspected that the valve has got caught in the seam of the esheath¿. The valve could have become caught on the sheath due to the increased profile resulting in difficulty with insertion as well as a tear in the liner. The valve was observed to have been protruding through the sheath during evaluation, indicating that it likely became stuck during the procedure. Available information suggests that patient (tortuosity) and/or procedural (valve catching on sheath) factors may have contributed to the complaint events. However, a definite root cause is unable to be determined. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaints were confirmed, but no potential manufacturing non-conformances were identified on the returned device evaluation. Available information suggest that patient factors (tortuosity) and/or procedural (valve catching on sheath) factors may have contributed to the reported events. The occurrence rates did not exceed the complaints control limits. No labeling or IFU inadequacies have been identified.  Therefore, a product risk assessment (pra) is not require and no corrective or preventative action is required at this time.